Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. Prior to the procedure, a small pericardial effusion was noted. During transseptal puncture the versacross wire slipped and when it was advanced across it was noted to be in the aorta. The wire was pulled back into the right atrium (ra), and the septum was recrossed mid/mid. The procedure was finished. During the effusion check post procedure, the effusion appeared to be larger. The patient stayed overnight for observation and several transthoracic echocardiography's (ttes) were performed in which it was noted that the effusion remained the same size. The patient had no complications, was discharged the next morning and is fully recovered.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. Prior to the procedure, a small pericardial effusion was noted. During transseptal puncture the versacross wire slipped and when it was advanced across it was noted to be in the aorta. The wire was pulled back into the right atrium (ra), and the septum was recrossed mid/mid. The procedure was finished. During the effusion check post procedure, the effusion appeared to be larger. The patient stayed overnight for observation and several transthoracic echocardiography's (ttes) were performed in which it was noted that the effusion remained the same size. The patient had no complications, was discharged the next morning and is fully recovered.